Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 342 mg/dl. Customer's mother was able to clear the alarm. She stated the device seems to be working. Customer's mother was advised the device would alarm if the buttons were pressed for three minutes or longer. Customer was advised to monitor the device. No further information reported.